Event description:
Patient was revised to address thigh pain and stiffness associated with an unusual amount of scar tissue, grayish fluid inside the capsule, as well as inside the cup between the apex of the cup and the metal insert. There was also evidence of metalosis (black rings and spots) on the inside of the head (from the head and neck trunion).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.